Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2013 and performed to specification up to the (B)(6) 2015. On the (B)(6) 2015 the device failed the weekly auto self-test due to a low battery. The device then recorded multiple low battery warnings up to the (B)(6) 2015. A new pad-pak was installed on the (B)(6) 2015 and the device performed as expected up to the (B)(6) 2015. All history log entries subsequent to the (B)(6) 2015 recorded non-sensical time and date data. The returned pad-pak was installed. The device was power cycled, powering off with a "warning memory full, device service required" prompt. No status led was active throughout. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. The device was disassembled for further investigation. Investigation found evidence which indicates the device had been subject to adverse storage conditions. The case screws and usb contact collars were found to be corroded. Some areas of corrosion were also found on the pcba. The coin cell battery was found to be heavily corroded and therefore had failed. Failure of the coin cell had caused a number of issues. The adverse storage conditions also could have resulted in the device switching itself on as reported.

Event description:
There was no patient involved in this event. Pad unit powers on without manual intervention.